Event description:
It was reported that this right atrial (ra) lead was exhibiting oversensing, noise and high out of range pacing impedance with measurements greater than 3000. Later it was confirmed this ra lead to be fractured, which was programmed around and has been monitored. Technical services (ts) was consulted and confirmed that the suspected noise could be myopotential due to unipolar configuration. The patient experienced chest pain, shortness of breath (dyspnea), dizziness and seizures. Ts advised the patient to follow up with their physician for management. This product remains in service and no additional adverse patient effects were reported. Additional information confirmed that next steps are to monitor on normal schedule and monitor remotely for changes in impedance measurements, the root cause has not been determined, since there is no reproducible noise, or out of range impedances, only identifiable characteristics are pectoral stimulation above 3.5 volts at 0.4 milliseconds on either lead (right atrial and right ventricular lead) and no capture at maximum output in unipolar configuration and no patient outcomes reported, stimulation observed during magnetic resonance imaging but not present at normal programming , therefore; no planned interventions.

Event description:
It was reported that this right atrial (ra) lead was exhibiting oversensing, noise and high out of range pacing impedance with measurements greater than 3000. Later it was confirmed this ra lead to be fractured, which was programmed around and has been monitored. Technical services (ts) was consulted and confirmed that the suspected noise could be myopotential due to unipolar configuration. The patient experienced chest pain, shortness of breath (dyspnea), dizziness and seizures. Ts advised the patient to follow up with their physician for management. This product remains in service and no additional adverse patient effects were reported. Additional information confirmed that next steps are to monitor on normal schedule and monitor remotely for changes in impedance measurements, the root cause has not been determined, since there is no reproducible noise, or out of range impedances, only identifiable characteristics are pectoral stimulation above 3.5 volts at 0.4 milliseconds on either lead (right atrial and right ventricular lead) and no capture at maximum output in unipolar configuration and no patient outcomes reported, stimulation observed during magnetic resonance imaging but not present at normal programming , therefore; no planned interventions. Additional information confirmed this ra lead was explanted due to fracture and was replaced with a non bcs leadless pacemaker. This product has not been returned for analysis and no additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was exhibiting oversensing, noise and high out of range pacing impedance with measurements greater than 3000. Later it was confirmed this ra lead to be fractured, which was programmed around and has been monitored. Technical services (ts) was consulted and confirmed that the suspected noise could be myopotential due to unipolar configuration. The patient experienced chest pain, shortness of breath (dyspnea), dizziness and seizures. Ts advised the patient to follow up with their physician for management. This product remains in service and no additional adverse patient effects were reported.